Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic procedure. It was reported that after the surgeon fired the instrument four times, there were no more clips. The case was completed with a new instrument and continued without incident. There was no consequence to the patient.